Event description:
The user facility reported a patient on impella cp support experienced hemolysis due to low platelets. The patient also experienced oozing at the groin site while activated clotting time (act) was above 200 and it is unknown if or what intervention was done. Additionally, suction alarms and low flows occurred which were improved with one unit of blood and additional volume. Furthermore, the impella cp was repositioned due to being too deep in the ventricle via echocardiogram. The site bleeding resolved and there were no signs of a hematoma. The patient was bridged to a left ventricular-assist device and was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis, access site bleeding, positioning issues, and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding: the clinical states that during the time of reported oozing from the access site, the activated clotting time (act) was over 200. Based on the clinical details, the root cause of the access site bleeding is most likely due to anticoagulation management due to higher act's during the bleeding. Low pump flow: the clinical details state that the patient experienced suction and low flows that were improved with 1 unit of blood and additional volume. There were slightly lower flows seen in the data logs around that time and a trend in the placement signal. Based on the clinical details and the data log analysis, the root cause of the low pump flow is most likely due to the patients condition. Hemolysis: due to lack of clinical information and multiple events happening during this time, the true root cause of the hemolysis could not be confirmed. Positioning issue: due to lack of clinical information and multiple events happening during this time, the true root cause of the positioning issues could not be confirmed.